Manufacturer narrative:
A carefusion field service representative was dispatched to the user facility. The carefusion field service representative contacted the user facility to schedule his visit and was informed that they had resolved the issue by calibrating the touch screen per the service manual. Therefore they did not need him to come to their facility.

Event description:
The user facility biomed reported that the device's touch screen is freezing up (unresponsive). The device was not on a patient at the time of the event.